Manufacturer narrative:
Physician details were updated with the correct physician.

Event description:
Additional information received stated that the patient's ipg was explanted and replaced on (B)(6) 2019. Postoperatively, stimulation therapy was restored.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg as recommended. In turn, the ipg became inoperable. As a result. Surgical intervention may be pending to address the issue.